Event description:
It was reported that the patient received inappropriate shock due to oversensing approx. 26 months after the implantation. The lead impedance was out of range. The lead was explanted. Should additional information be received, this file will be updated.